Event description:
It was reported that the user manually turned the ilet pump off during a perceived low blood glucose episode and later could not power it back on while away from the charging pad, leaving insulin delivery off during travel and without current glucose data. Symptoms included hypoglycemia reaching 63 mg/dl. Outcomes included interruption of therapy and user coaching on proper hypoglycemia management and device operation. Investigation included customer interview and review of use error. Investigation of this case revealed user error related to device power management and inappropriate response to low glucose by turning the pump off. It was concluded that the event resulted from use error, with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.